Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer experienced low blood glucose levels. He treated his blood glucose level with food. Customer's blood glucose level was 64 mg/dl or 65 mg/dl. The reservoir was showing more insulin than what was shown on the status screen. The device was not returned.